Event description:
It was reported that the patient was experiencing left sided chest contractions and palpable twitches. The patient was found to be having diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed, the patient's symptoms went away and the lead remains in use. Interrogation also noted t-wave oversensing on the right ventricular lead. The sensitivity on the right ventricular lead was increased and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.